Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the proximal conductor is distorted at 56.2 and 56.7 cm (lead appears kinked at those areas), helix returned partly extended and bent with tissue visible inside, this could contribute to lead becoming stuck on valve. Lead passed introducer test.

Event description:
It was reported that intra-operatively, the lead became "stuck" when crossing the tricuspid valve. That lead was removed and a second lead was attempted. The second lead also became "stuck" when crossing the tricuspid valve, and was removed. The physician elected to try a third lead, which was implanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.